Manufacturer narrative:
An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2020-00147, 2030404-2020-00020. During a typical atrial flutter ablation procedure, a pericardial effusion occurred. Transseptal puncture was attempted but appeared too high and posterior, so a second puncture was conducted. A non-abbott catheter was then inserted but the patient became hypotensive. Anesthesia was administered and ice revealed a pericardial effusion in the left atrium. A pericardiocentesis was performed but the patient required surgery. The patient is in stable condition. There were no performance issues with any abbott device.